Event description:
It was reported that the implant did not fit as expected and was modified to fit and the surgery was completed successfully.

Manufacturer narrative:
Additional information: h4, h6. The reported event (¿implant did not fit as expected¿) could not be confirmed as no intra-operative images were provided. H3 other text : device implanted.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the implant did not fit as expected and was modified to fit and the surgery was completed successfully.